Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic pyeloplasty procedure, the device has broken trocar and obturator, the piece of the expansion sleeve tore away while inserting the cannula, it was retrieved from the patient. A new device was used to resolve the issue. The patient was alive with no injury. No adverse events were reported. Patient medical history: ureteropelvic junction obstruction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the device has broken trocar and obturator, the piece of the expansion sleeve tore away while inserting the cannula, it was retrieved from the patient. The patient was alive with no injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the expansion sleeve only was received. The sheath was disengaged and a small piece of the sheath was received in a sample jar. The condition of the device precludes functional testing.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged sheath of the expansion sleeve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received a new device was used to resolve the issue. Patient medical history: ureteropelvic junction obstruction